Event description:
The customer contacted philips healthcare to report that the therapy delivery test failed on operational check. It is unknown if there was patient involvement, no patient harm was reported.